Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user did not see insulin drops and could not recall whether the connector was attached before or after inserting the cartridge; the user was educated that the connector must be attached after the cartridge is seated, new supplies were used, the change was completed, and insulin delivery resumed. The user¿s blood glucose was 201 mg/dl, the system alerted for high glucose, and the correction algorithm was used. Symptoms included no reported symptoms. Outcomes included resolution after supply replacement with insulin delivery restored and no need for outside assistance or medical intervention. Investigation included remote troubleshooting and user education on correct infusion set connector attachment. Investigation of this case revealed an infusion set connector attachment error leading to interrupted insulin delivery and hyperglycemia that resolved after proper setup with new supplies. It was concluded, based on previously established findings for similar reports, that user setup error was the probable cause.